Event description:
The customer states that back in 2009, one patient sample generated an architect stat troponin-I assay result of 2.8 ng/ml. The following day a new sample was collected and generated a result of <0.01 ng/ml. The original sample was retested and generated a result of <0.01 ng/ml. Controls were within specifications. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation began with a review of the complaint text, the instrument logs, the instrument history, and the architect system labeling. The review of the instrument history logs and the complaint text found no additional complaint(s) having been received involving discrepant troponin-I results. No adverse trends were identified related to this issue. A review of the instrument service history did find six previous occurrences of discrepant results that were resolved by component replacement and/or customer support troubleshooting with no product deficiency found in the reagent lots in use. Additionally, the review showed that the architect system operations manual (list number 201837-105) provides adequate information about the troubleshooting for erratic results, operational precautions, and limitations. In the architect stat troponin-I reagent package insert (B)(4), information is provided regarding suitable specimens, results, and limitations of the procedure. An abbott technical support specialist (tss) visited the customer site and performed an instrument check with preventive maintenance procedures and a leaking trigger pump and the stat probe were replaced. A review of the analyzer's instrument logs found that the questioned results were not contained with this record. The result log was scanned for elevated relative light units (rlu). Out of 11,200 results, no static spikes were identified. The complaint issue could not be confirmed by the data covered in the instrument logs. Based on the available information and the current investigation, no product deficiency has been identified in this complaint. A malfunction of the system was not identified. The tss performed an instrument check and preventative maintenance and a leaking trigger pump and the stat probe were replaced. This is a final report.